Event description:
It was reported, that the camera head had no image displayed due to the rusty and corroded image connector joints. The issue occurred during preparation for use for a therapeutic transurethral resection procedure that was completed using the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to a third party for evaluation. The device evaluation found that the image connector joints were rusty and corroded, which resulted in no image on the display. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. The costumer complaint was confirmed, and a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction would likely be a related to a communication failure because connector joints is rusty and corroded. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that there was no patient or procedure involved.